Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus during an anterior rectal resection laparoscopic procedure (changed to an open procedure) with the subject device, a branch broke off and remained in the patient. The metallic portion broke off at the bowel during the open dissection. The broken piece was detected on x-ray but could not be located inside the patient. The physician stated the patient will most likely require an additional operation to retrieve the broken probe. The patient is aware of the foreign body left inside of them. The usg-400 had the following messages: u504 and u509 - disturbed ultrasound output and probe damage during the very long difficult surgery. It is unknown if these errors are specifically related to this procedure.

Event description:
Additional information received from customer: the intended procedure was converted to an open procedure prior to the probe breaking and falling into the patient. The procedure was delayed approximately one - one and a half hours while the patient was under general anesthesia. The broken probe happened at the end of the procedure. The physician attempted to macroscopically search for the broken fragment inside the patient. As noted before, there are plans to relocate the stoma and attempt to retrieve the broken device but no date has been set. The patient is doing "good" currently.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer, the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the probe damage error, the ultrasonic level error, and the probe broken possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. As a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instruction manual. ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.